Manufacturer narrative:
The subject devices were discarded by the user facility and were not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The subject doctor said that there were no problems with esd devices. In addition, he said that he suspected perforation due to his inexperience and he alternated another doctor. Therefore, omsc considers that user handling caused this event. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. (B)(4).

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic submucosal dissection with these devices, gastro perforation occurred. After that, another doctor took over in procedure and treated perforation using clips. Reportedly the patient was doing well.